Event description:
The surgeon was performing a unicondylar knee replacement with the robotic arm interactive orthopedic system (rio) and the restoris mck implant system, which resulted in a tibial fracture during the impaction of the implant. The surgeon determined that the proper course of action was to repair the tibial fracture with two screws. The procedure was completed successfully and the surgeon was satisfied with the outcome.

Manufacturer narrative:
As part of normal complaint follow-up an investigation was performed at mako surgical with regards to this issue. The surgeon fractured the medial plateau during final tibial base plate impaction. The surgeon commented he was hitting the impactor too hard given the patient's soft bone. Root cause analysis demonstrated that the most likely cause is therefore the impaction technique combined with the pt selection. The surgical technique guide ((B)(4)) was reviewed and found to include a warning: "... Care should be used when inserting (impacting) a trial or implant. If the initial fit is too tight, impaction could damage the bone..." The makoplasty specialist stated that the pt was doing well and the surgeon was pleased with the overall outcome.